Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Per the event description, the needle was placed down, and upon cleaning up to dispose of the needle, it was noted that the clip slid down. In a follow up with the facility, the reporter stated that the needle is laid down because the "sharps are 5 steps away". It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. One introcan safety cannula without packaging was received for evaluation. The capillary hub was not returned for evaluation. The sample and all available information was forwarded to the actual MFR, b. Braun (B)(4). They visually inspected the returned sample and found that the safety clip was located at the middle of the cannula (not in the engaged position). Further evaluation of the sample is on going at this time. A follow up report will be submitted when the inspection results become available.